Event description:
On (B)(6), 2010, the primary surgery (anterior fixation) was performed at c4-c7 (2 level plate was used and screws were placed at c4, c7, and bone graft). After the surgery (date unknown), the surgeon found a screw loosening. On (B)(6), 2010, the patient was revised. During revision surgery, after extracting the screw at left c7, the surgeon tried to extract the screw placed in the left bone graft, however, the tip of the screw extractor could not be fit into the screwhead. He tried to extract another screw but it was the same result. Then, it was found that the tip of the inner shaft of the screw extractor fractured. Therefore, the surgeon used a driver while lifting the plate. Then the...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.